Event description:
A customer reported that after they changed the batteries in their system the only result that they are getting is an "err". They are unsure what this error code means and they said that part of the message is missing segments. While on the phone to review the system was conducted. At the time no error codes could be reproduced. However, it was learned that a portion of all digits was missing. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.